Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.

Event description:
It was reported that, during a bha, a v40 head could not slide smoothly in the centrax (41 mm). Another centrax (42 mm) was used instead without any reported problems.

Manufacturer narrative:
An event regarding size/fit issue involving a centrax head was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection of the returned device was performed by the material analysis team who noted the following: in-service use damages observed on the head. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: not performed as no medical records were returned for review. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as the primary operative report is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that, during a bha, a v40 head could not slide smoothly in the centrax (41 mm). Another centrax (42 mm) was used instead without any reported problems.